Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the doctor noticed when he had already intubated the patient, the device balloon would not hold air. The device was removed safely and a different device used. No patient harm reported. Patient condition reported as fine.

Event description:
Customer complaint alleges the doctor noticed when he had already intubated the patient the device balloon would not hold air. The device was removed safely and a different device used. (Cont.) No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.